Manufacturer narrative:
A review of the manufacturing paperwork could not be performed as the lot number was not available. The device was not returned, therefore no further evaluation could be conducted.

Event description:
In a review of published literature, the following was reported by the authors: yuko horikoshi et al., "a case report of constrictive pericarditis caused by closure of pericardium with gore-tex® sheet during open surgery" in journal of cardiology, vol. 5, supplemental, page 392 (published in august 2010). The article states that on an unknown date in 2000, the patient developed acute myocardial infarction by the right coronary artery occlusion and acute heart failure by severe mitral regurgitation caused by papillary muscle rupture. The patient was hospitalized, and then underwent emergent surgeries of the replacement of the mitral valve and coronary artery bypass grafting. During the surgeries, a gore-tex® sheet (product name not specified) was used to close the anterior side of the pericardium. Post-operatively, the patient was identified with diffuse myocardial dysfunction. On an unknown date in 2005, the patient was identified with plural effusion of the left lung. On an unknown date in (B)(6) 2009, the patient was hospitalized due to a feeling of sickness and loss of appetite. Echocardiogram performed upon the hospitalization confirmed diffuse myocardial dysfunction, and then the patient was diagnosed with left heart failure. The patient started treatment with medicines (details of the medicines unknown). On an unknown date in (B)(6) 2009, the patient developed plural effusion of the both lungs and edema of both lower extremities. With the diagnosis of hear failure, the patient was re-hospitalized and treated with medicines (details of the medicines unknown); however this time the heart failure could not be controlled. Considering the clinical course of the patient, the patient was suspected to have constrictive pericarditis, and underwent another echocardiogram, which confirmed thickened pericardium, adhesion, and increase of respiratory variation in right ventricular diastolic filling waveform. Also, the cardiac catheterization confirmed dip and plateau pattern at the right ventricle. The diagnosis of the constrictive pericarditis was fixed with the results of the examination. On an unknown date in (B)(6) 2010, the patient underwent cardiolysis and tricuspid valvuloplasty. During the surgery, it was confirmed that the gore-tex® sheet covering the anterior side of the heart was indurated and adhered to the anterior side of the right atrium and ventricle; however the sheet was easy to be avulsed. After the removal of the sheet, the patient¿s waveform of the right ventricle pressure became normalized; therefore the sheet was considered to be the cause of the diastolic failure of the right ventricle. The patient was gradually recovering after the surgery.